Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of peripheral neuropathy in a female pt who used super poligrip original ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1996, the pt began using super poligrip original. In (B)(6) 2010, the pt began using fixodent. On an unk date, the pt experienced "zinc toxicity and extensive nerve damage that resulted in symptoms to include burning, numbness and tingling in upper and lower extremities and peripheral neuropathy." Super poligrip original was discontinued in 2010, and fixodent was discontinued in (B)(6) 2010. According to the claim, the pt's physical injuries were severe and permanent. Medical records received (B)(4) 2011: on (B)(6) 2010, the (B)(6) pt was seen by a nurse practitioner for peripheral neuropathy of unk etiology. He had been treated with vitamin b supplements, tricyclic antidepressants, ssris, gabapentin, lyrica, and opioid analgesics. The pt had a history of cervical spine surgery. The pt requested to have zinc and copper levels checked "as some sort of denture adhesive shown to be associated with neuropathy." A f/u on (B)(6) 2010, it was noted that zinc levels had come back mildly elevated and normal copper. At a physician's visit on (B)(6) 2010, it was noted that the pt had a history of neuropathic pain in the feet and legs with no improvement in seven years. F/u info was received on (B)(4) 2011, via medical records. On (B)(6) 2003, the pt was evaluated for lower back pain. She had a recent magnetic resonance imaging (MRI) on (B)(6) 2002, of her lumbar spine for back and bilateral leg pain. The pt had a neurologic eval on (B)(6) 2002, with electromyogram (emg) and nerve conduction studies (ncs) that suggested a foot drop which was probably due to a peroneal nerve palsy. An emg on (B)(6) 2002, of lower extremities suggested peroneal nerve palsy with no obvious evidence of peripheral neuropathy or radiculopathy. The MRI from (B)(6) 2002, showed some mild stenosis at "4-5" and a small focal disc apparently at l5/s1. The pt had a history of spine surgery on the neck times two. F/u info was received on (B)(4) 2011, via medical records. On (B)(6) 2007, nerve conduction studies could not exclude a small fiber neuropathy. On (B)(6) 2008, the pt's foot drop reportedly had resolved spontaneously. Impression included low back pain with lower extremity paresthesias. On (B)(4) 2010, the pt complained of neuropathy of bilateral legs and feet. On (B)(6) 2011, the pt described new and worsened superficial allodynia and pain along the left flank and upper buttocks. Assessment included cervical spondylosis with myelopathy, cervical contracture torticollis, muscle spasm, gait abnormality, and postherpetic neuralgia.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).